Manufacturer narrative:
(B)(4).

Event description:
It was reported that the high, out of range, high voltage lead impedance was observed. The programed shock configuration measured normal and in range. The patient will continue to be monitored.